Manufacturer narrative:
(B)(4). Technical support troubleshot this issue with the customer and suggested that the graphical user interface (gui) to breath delivery (bd) cable assembly to be reseated.

Event description:
It was reported that the ventilator had a loss of communication error during testing. The ventilator was not on a patient at the time of the event. The customer reported to have not duplicated the event.